Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the lower abdomen on (B)(6) 2013 and (B)(6) 2017 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) reportedly within 4 weeks after the first treatment and within 6 weeks after the last treatment. The patient was diagnosed with pah/ph to the lower abdomen on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the lower abdomen on (B)(6) 2013, and (B)(6) 2017 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) reportedly within 4 weeks after the first treatment and within 6 weeks after the last treatment. The patient was diagnosed with pah/ph to the lower abdomen on (B)(6) 2018.

Manufacturer narrative:
Clarification to d4: (B)(6) was missing from the initial medwatch report.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the lower abdomen on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2017 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) reportedly within 4 weeks after the first treatment and within 6 weeks after the last treatment. The patient was diagnosed with pah/ph to the lower abdomen on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the lower abdomen on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2017 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) reportedly within 4 weeks after the first treatment and within 6 weeks after the last treatment. The patient was diagnosed with pah/ph to the lower abdomen on (B)(6) 2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.